Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the issue. The caster was recommended to be replaced, however, the device was retired. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported that a caster broke off the base of the unit. The unit did not tip or fall. There was no patient involvement.